Event description:
During review of the patient's programming history from the manufacturer's programming database, it was observed that faulted system diagnostic test occurred on (B)(6) 2010 which changed the settings, but the settings were corrected prior to the patient leaving the clinic except for the magnet pulse width. It is unknown if it was intentional to keep the pulse width at 500 usec when it was previously 250 usec. No patient adverse events were reported as a result.

Manufacturer narrative:
Analysis of programming history.